Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s home health nurse had come into the home of the patient for a routine visit and found the patient with a decreased level of consciousness. It was noted that the patient¿s batteries had depleted and the pump was not running. The patient was transported to the hospital. The patient did not remember the batteries or system controller alarming. The patient also reported that he has had intermittent epistaxis and trouble keeping his international normalized ratio within range for the past few weeks. Data log files were reviewed by the manufacturer's technical services and it was noted that on (B)(6) 2015 a low voltage advisory alarm occurred indicating that the patient needed to change power sources to charged batteries or a power module patient cable. Approximately 2 hours later, a low voltage hazard alarm occurred with the patient having approximately 5 minutes until battery depletion. Another low voltage hazard alarm occurred with a no external power alarm and the pump running on the backup battery. The system controller¿s backup battery was used until depletion and the pump then turned off.

Manufacturer narrative:
Approximate age of device - 1 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support and no further related events have been reported to the manufacturer. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's international normalized ratio (inr) goal was 2 - 3 and at the time of the event, the patient's inr was 1.8. The patient was discharged home after a brief hospitalization and has had no further issues.